Manufacturer narrative:
Device not retuned for evaluation.

Event description:
It was reported that the patient had a removal surgery due to an infection with his ambicor penile prosthesis (app). Further information was requested and not yet received. Should additional information be received, or product investigation completed, a supplemental report will be submitted.